Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulation could not be adjusted. It was also reported that this event occurred following a reimplant of the lead after turning the device off and using electrocautery near the system. The event was handled in the office.